Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the emergency room because they were having symptoms. The device exhibited noise and oversensing on the right ventricular (rv) channel. Additionally, there were out of range rv pacing impedance measurements. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that there were also high rv pacing threshold measurements, right atrial (ra) noise, ra oversensing and high ra threshold measurements. A surgical revision was performed. The patient¿s rv lead was tested via the pacing system analyzer (psa), which confirmed high rv impedance measurements of greater than 2000 ohms. It was noted that there were no issues with the device and that the ra lead appeared fine. The device system was abandoned and replaced with a new system on the opposite side. No additional adverse patient effects were reported.